Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime and compromised force system sensor test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. Unit received with rattle vibration due to vibrator motor not adhering. Unit received with cracked case at display window corners and reservoir tube window corners. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice. The customer's blood glucose reading was unknown at the time of incident. The customer could not recall any significant events leading to the alarm. Troubleshooting advised customer to rewind pump but 2 motor alarms were also found in pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.